Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they visited emergency room on march 14, 2020 for high blood glucose level of 345 mg/dl. The customer also mentioned other blood glucose of 398 mg/dl. The customer was treated with intravenous. Customer did report symptoms such as nausea, headache, confusion and dizziness related to high blood glucose level. The customer had been using insulin pump for 48 hours. High pressure test was performed and it pass. Based on customer report customer did not allege pump was under delivering. Customer was using auto mode. The insulin pump will not be returned for analysis.